Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote monitoring transmission report for the implantable cardiac monitor (icm) did not look normal during an asystole episode where the patient was syncopal. The episode in the report was interrupted by vertical lines where all data was absent. The icm is still in use. No patient complications have been reported as a result of this event.